Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The manufacturer representative was notified by the hcp that the patient was scheduled for an explant on (B)(6) 2016 because of a "potential infection." The hcp mentioned that there was some discoloration near the pocket but no fevers. During the explant the infection was not confirmed as it did not look infection, but samples were sent to the culture lab for testing. The devices were not planned to be returned to the manufacturer. The patient had not received any treatment for the potential infection at this time. There was no further information at this time as to the results of the culture testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.